Manufacturer narrative:
Section g3 in the initial report was erroneously reported as 09dec2022. The correct date received by manufacturer was 12jan2023. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a low flow alarm. A review of the log file revealed low flow alarms on (B)(6) 2022 as well as low flow events on (B)(6) 2022. Additional information revealed that the low flow alarms did not resolve, continuing intermittently until the patient was discharged. An echocardiogram performed on (B)(6) 2022 showed that the patient's aortic valve would not open at any pump speed. The patient was given dobutamine from (B)(6) 2022. The patient was started on losartan for elevated mean arterial pressure.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed low flow events; however, a specific cause for these events could not conclusively be determined through this investigation. A specific cause for the reported hypertension and aortic regurgitation could not conclusively be determined through this investigation. The controller event log files captured transient low flow fault flags which resulted in intermittent low flow hazard alarms between (B)(6) 2022. Despite these events, the pump appeared to function as intended and operated at the set speed for the duration of the file. The account communicated that a specific cause for the low flow alarms was not identified; however, the patient had elevated mean arterial pressure (map) during some of the events. They were treated with heart failure and high blood pressure medications, and the alarms continued until discharge. An echocardiogram was also done which revealed aortic and tricuspid regurgitation. The patient did not have a history of aortic insufficiency prior to left ventricular assist device (lvad) implantation. The patient remains ongoing on (B)(6). No product available for investigation. The heartmate 3 lvas IFU, rev. C, lists hypertension as an adverse event that may have been associated with the use of heartmate 3 left ventricular assist system. The IFU states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg should be considered adequate.. The system monitor section of the IFU describes the pump flow display and pulsatility index (4-12 through 4-16) and the hazard alarms (4-18 and 4-30). This document states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). Section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad will not be able to provide the intended flow. The heartmate 3 lvas patient handbook, rev. D, is also currently available. Section 5 of this handbook, entitled "alarms and troubleshooting," describes the actions to take in the event of a low flow alarm. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.